Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 411 analyzer (rack system). The initial result was 0.167 miu/ml with a data flag. This result was questioned by laboratory staff. The sample was recentrifuged, and the repeat result was 184.2 miu/ml with a data flag. The sample was aliquoted into a secondary tube, and the result was < 0.100 miu/ml with a data flag. The sample was centrifuged again and aliquoted into a secondary tube, with a result of 190.7 miu/ml with a data flag. The sample was repeated again with a result of 46.89 miu/ml with a data flag.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The hcg + b reagent lot number was 868696 with an expiration date of 31-oct-2026. Qc was acceptable. No relevant instrument alarms were observed on the alarm trace data. The field service engineer (fse) found signs of wear on the instrument (noisy mechanical operation and loose bearings). The fse replaced the pinch valve assembly, the measuring cell, a carrier, tubing, the carrier assembly, and completed preventive maintenance actions. Following the service visit, the instrument operated within specification. The investigation determined that an issue with the pinch valve assembly was the root cause of the event.